Manufacturer narrative:
No product has been made available for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified on review of manufacturing records. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. As it is unclear if this incident involves both the right and left eyes and with the patient wearing different device model in each eye, please refer to associated right eye incident report with manufacturer report number 9614932-2025-00043.

Event description:
This incident was reported by the patient's father to the manufacturer, and only limited information has been provided. According to the available details, the patient experienced a recurring unspecified eye infection, described as severe on two separate occasions with the first and second lens from their 6-pack. It is unknown if the events occurred during initial use, or upon reuse of the reusable device. It is also unclear in which eye, or both, the event occurred. According to the patient, during the third attempt of lens wear, the patient was seen by their eye care provider (ecp) with the lenses instilled. The patient indicates that the ecp observed what they believe to an unspecified bacteria on the surface of the lens. Good faith efforts have been made to obtain additional information regarding the event and treatment without success. The ecp confirms that the patient was seen at the office, however, as of the date of this report has not provided additional event details. This event is being reported in an abundance of caution due to the unknown nature or severity of the alleged infection with a lack of medical information, and the potential for serious or permanent injury, or the necessity of medical intervention or medication to prevent or preclude the occurrence of such event, associated with some ocular infections. Should further information become available, a follow-up report will be submitted as appropriate. As it is unclear if this incident involves both the right and left eyes and with the patient wearing different device model in each eye, please refer to associated right eye incident report with manufacturer report number 9614932-2025-00043.

Event description:
This incident was initially reported on 11 december 2025. Since the date of initial report, no new event details have been made available. This follow-up report is being submitted as device samples have been returned and analysis complete. This incident was reported by the patient's father to the manufacturer, and limited information has been provided. According to the available details, the patient experienced an unspecified eye infection, described as severe on two separate occasions with use of the first and second lens from their 6-pack. It is unknown if the events occurred during initial use, or upon reuse of the reusable device. It is also unclear in which eye, or both, the event occurred. According to the patient, during the third attempt of lens wear, the patient was seen by their eye care provider (ecp) with the lenses instilled. The patient indicates that the ecp observed what they believe to an unspecified bacteria on the surface of the lens. Good faith efforts have been made to obtain additional information regarding the event and treatment without success. The ecp confirms that the patient was seen at the office, however, as of the date of this report has not provided additional event details. This event is being reported in an abundance of caution due to the unknown nature or severity of the alleged infection with a lack of medical information, and the potential for serious or permanent injury, or the necessity of medical intervention or medication to prevent or preclude the occurrence of such event, associated with some ocular infections. Should further information become available, a follow-up report will be submitted as appropriate. As it is unclear if this incident involves both the right and left eyes and with the patient wearing different device model in each eye, please refer to associated incident report with manufacturer report number (B)(4).

Manufacturer narrative:
Lens sample received and device analysis complete. Refer to relevant tests/laboratory data (b6) and adverse event problem codes (h11) of this report for revised information. No device defects, failures, or malfunctions identified. Manufacturing record review found no issues or non-conformances and no trends identified. No root cause could be established. A relationship between the coopervision device and the event could not be confirmed. As it is unclear if this incident involves both the right and left eyes and with the patient wearing different device model in each eye, please refer to associated incident report with manufacturer report number (B)(4).